Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at around 10:00 a.m., the patient received a low cgm reading around 50 mg/dl and experienced symptoms of dizziness, nausea, and sweating. She did not perform a fingerstick test. In response, she consumed two types of candies, orange juice, and honey syrup, and later ate lunch at 1:30 p.m. While working on an essay shortly after, she became confused and unable to think clearly, prompting her to rest. She slept for approximately three hours. Upon waking, she began vomiting, and her cgm readings fluctuated from 70 mg/dl, then around 80 mg/dl, reaching 104 mg/dl, before dropping again to 86 mg/dl. Due to the continued vomiting, she decided to go to the hospital. She was brought to the hospital, and at the ER, her fingerstick blood glucose was 406 mg/dl, while her cgm readings were showing values in the 90s mg/dl. She was treated with anti-nausea medication, IV fluids, and multiple IV insulin doses totaling 14.5 units. She remained at the ER for approximately 12 hours. Upon discharge, her fingerstick glucose was 177 mg/dl, and her cgm displayed a sensor failed, replace sensor now message. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.